Manufacturer narrative:
According to the complaint description it was noticed during use that the subglottic port was split and then detached. A theoretical investigation was conducted, as no photo/sample and no further information was received. No further details have been provided and therefore no verification of defect was possible. The general production data at tracoe are inconspicuous. The port can be damaged if the syringe is inserted too tightly. However, this might be also an injection molding defect, which is very rare. Further investigations are conducted within CAPA-000322. The CAPA is currently in the effectivness phase.

Event description:
On 22-10-2025 it was reported that during morning routine care staff noticed that the port was slightly split. The sub-glottic port split completely while aspirating. Remedial actions were taken by healthcare facility, patient, or user subsequent to the incident. The patient of unknown age and sex required unplanned tracheotomy tube change. No health effect of the patient reported.